Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2018, service found the unit had no audio at startup and had an illegible display.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the investigator found the unit had no audio at startup and had an illegible display.¿ the unit was triaged and the reported condition was confirmed. The display issue has been isolated to liquid ingress that caused corrosion and is a result of customer misuse. A trend has been identified for no audible alarm and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.